Event description:
The hcp reported a suspected inflammatory mass. At pump refill in 2006, 2 msl were expected, 18 mls were aspirated. The pump was programmed to deliver morphine 10mg/ml at a dose of 2.913mg/day. Programming was verified to be accurate. The patient 'maintaining efficacy on oral drugs'. The patient is not currently experiencing lower extremity numbeness or bowel or bladder difficulty. The hcp plans to stop the pump.